Event description:
Patient underwent elective ptca/stenting treatment procedure for unstable angina. The patient had been on a daily dose of aspirin. The patient was given 300 mg by mouth of clopidogrel prior to the taxus express2 implant. The target lesion in the proximal lad was an in-stent restenosis; 80% pre dilation stenosis, length 20 mm and reference vessel diameter 2.1 mm, with no visible filling defect. Pre dilation was performed with a cutting balloon once up to 8 atms, post residual of 40%. A taxus express2 24 x 2.5 mm drug eluting stent was deployed at 12 atm in the lad lesion. No post-dilation was done. Final residual stenosis was 0%. Ivus was not conducted. No edge dissection was reported. No other treatments were reported. There were no reported procedural complications. The patient was discharged to home in 2003 with a prescription for plavix 75 mg / day x 6 mo. Patient returned to the hospital 2 days post stent with cardiac symptoms and an s-t elevation myocardial infarction was suspected. Angiography was performed and revealed clinically significant lesions in the target lesion; 100% occlusion in the ostial/proximal stent. Treatment included angioplasty with a 3.0 x 15 mm maverick quantum at 14 atms x 2 inflations. Timi 3 flow was restored. Discharged home one week later. Patient to continue receiving plavix 75 mg/day. It was reported that the physician indicated it was "highly probable" that the stent thrombosis was related to the taxus express2 device.